Event description:
The distributor contacted heartsine to report that their device was unable to power on. Failure to power on may prevent the device being used in a cardiac arrest situation which may lead to an adverse event. There was no patient involvement with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault, as the device failed to power on and was showing a red status led alongside a failure chirp. The fault was root caused to moisture ingress. Investigation of the device revealed moisture marks on the pcba, which would indicate the device had been subject to moisture ingress. The moisture could have caused damage to any number of critical circuits, which would cause the device to not boot. Inability to switch on the device may prevent or delay defibrillation therapy, which could result in adverse consequences.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Failure to power on may prevent the device being used in a cardiac arrest situation which may lead to an adverse event. No patient involvement.